Event description:
Caller alleged discrepant results compared with the inratio retest.

Manufacturer narrative:
Data analysis was not performed on inr results provided by the customer since inr results are obtained from different patients. Per issue, nurse obtained inr results from several patients. 0.8, 1.0, 1.3 and 2.2 inr are excluded from comparison test. These inr results provided does not qualify for comparison tests due to non-specific donor provided. Data not valid for precision comparison. Indicates data from different pts. Therapeutic donor blood were tested on retain strip with retained meter, and in-house meter, and precision criteria was met. Retained strip deficiency not established. As of -(B) (6) 2010, 1 discrepant results complaint was reported for lot # 225937 yielding a complaint rate of 0.000%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Investigation results (donors 1 & 2 results): in-house: 2.2, in-house: 2, in-house: 2, mean: 2.07, sd: 0.12, %cv: 5.59, resol.: pass. In-house: 2.4, in-house: 2.5, in-house: 2.5, mean: 2.47, sd: 0.06, %cv: 2.34, resol.: pass. For each pair of replicates for each sample on strip lot 225937, mean and standard deviations were calculated. In-house test results have 5.59% and 2.34%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No further investigation will be pursued. No corrective action is required at this time.